Event description:
A home pt's nurse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/6 of their automated peritoneal dialysis therapy. Per initial report "the nurse that setup the machine contaminated one of the supply lines (of the homechoice set) and taped it up with adhesive tape". Further follow-up by baxter provided info indicating that the nurse described the actual event inaccurately, and that she had caused the alarm by "removing the cap from the pt line" of the homechoice set. However, the info is not consistent with the initial info received related to the point in therapy that the alarm was received. Baxter's technical service center assisted the home pt's nurse in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per baxter.